Event description:
The plaintiff's attorney alleged that the pt experienced a heart attack and it was reported that the event occurred due to the administration of the product for dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.